Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the charge button failure. Patient involvement is unknown.

Event description:
The customer contacted philips healthcare to report a charge button failure. Patient involvement is unknown.